Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2019. It was reported that after 2 days of the pump working, suddenly the motor stopped and an s3 alarm was in the screen on (B)(6) 2019. The entire system (console, motor and flow probe) were exchanged. The clinicians at the hospital said that they did not adjust the pump with the screw, causing the problem. It was also reported that inotropes were initiated during the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event could not be confirmed during the investigation. The centrimag motor (B)(4) used at the time of the reported event was not returned for analysis and no log file was submitted for the event. Per reported information, the clinicians at the hospital reported that they did not adjust the pump with the locking screw, causing the problem. The console remains in use and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. The centrimag motor instructions for use (doc. #pl-0069) section titled "installation", under step 3, states "after the blood pump has been primed and is connected to the extracorporeal circuit, mount the blood pump on the centrimag motor. This is accomplished by unscrewing the locking screw and matching the grooves on the circumference of the blood pump with the fittings on the centrimag receptacle. Rotate blood pump counterclockwise until the matching groove on the blood pump body is located in front of the locking screw. Turn the locking screw clockwise until it is completely seated into the groove and the blood pump is secured in place. The blood pump must be fully seated into the receptacle to function properly." The centrimag 2nd gen centrimag system operating manual (doc. #pl-0280) section 8-"emergency/troubleshooting", under sub-section 8.1-"switching to backup hardware", states "rotate the blood pump counterclockwise until it stops, then thread the blood pump retaining screw to secure the blood pump in place by turning the screw clockwise until it stops. Confirm that the retaining screw is visible in one of the notches on the side of the pump. If the retaining screw is not visible in a notch, loosen the retaining screw remove the pump, remount, rotate the blood pump counterclockwise, and secure by advancing the retaining screw." No further information was provided. The manufacturer is closing the file on this event.